Event description:
The olympus representative reported (on behalf of the customer) that the gastrointestinal videoscope display connector had defects. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegiance was confirmed. Additional issues were identified during the device evaluation: light guide connector was damaged; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play in the up/down knob did not meet the standard value; the light guide connector was cracked and scratched; the adhesive around the light guide lens was peeled; connecting tube had a dent and was wrinkled; the video connector case and the video connector were scratched; the protector of the video cable section had a cut; the video cable was wrinkled and scratched; the connecting tube was wrinkled and dented; the adhesive around light guide lens was peeled; light guide lens was cracked; the light guide connector was scratched; and a third party repair had been performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. The air/water nozzle was not flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.